Manufacturer narrative:
Event date: exact date unknown, device anomaly was identified approximately two months prior surgery.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) underwent a replacement procedure, related to a fluid leak, which was diagnosed approximately two months prior to surgery. No additional patient complications were reported. The surgery outcome was reported as good.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) underwent a replacement procedure, related to a pressure-regulating balloon hole and device fluid leak, which was diagnosed approximately two months prior surgery. No additional patient complications were reported. The surgery outcome was reported as good.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Event date b3: exact date unknown, device anomaly was identified approximately two months prior surgery.